Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up check. Upon interrogation, the right ventricular lead exhibited r-wave amplitude variation and low pacing impedance. No intervention was performed. Patient was stable.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up check. Upon interrogation, the right ventricular lead exhibited r-wave amplitude variation and low pacing impedance. No intervention was performed. The patient was stable.